Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The customer reported 5-10 mls of what appeared to be a diluent and cleaner mixture leaked underneath the analyzer. The leak was not contained. The operator was wearing gloves, eye wear, and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the leak was from worn tubing through pv 43. The fse replaced the tubing to resolve the leak. Identification of failure mode was related to worn tubing through pv43. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results, depending on the severity of the leak, may impact critical components causing erroneous results for all parameters. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).